Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system did not light the light pipe. The timing of the event and the patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the system did not light the illuminator. The reported event occurred before surgery with no patient involvement. The company representative examined the system and confirmed system message (sm) - (the lamp has exceeded its rated life. Please replace the lamp) and noted the lamp hours at 447. The company representative replaced the lamp as it had exceeded its rated life of 400 hours. The system was then tested and met all product specifications. The system was manufactured on april 15, 2013. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to the lamp, which exceeded its expected life. However, no problem was found with the lamp as it functioned to its expected rated life. (B)(4).